Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge was dry. This was noticed during setup. The sponge was partially dry, where there was evidence of betadine on the sponge, but there were dry spots on the sponge. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 07/29/2015 - 08/07/2015. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing was performed by pressure testing the pouch with no issues noted. The reported condition not was verified. Should additional relevant information become available, a supplemental report will be submitted.